Event description:
It was reported a right ventricular lead integrity alert triggered due to high rate non-sustained episodes and short v-v intervals. Additionally, the lead displayed noise, high impedance, the pacing impedance suddenly increased, the sensing integrity counter was noted, and the lead was possibly fractured. Re-programming was performed and lead explant and replacement is planned. No patient complications have been reported as a result of this event.